Manufacturer narrative:
Complaint is confirmed. Memory overwrite was observed. Found unit of measurement setting to be selectable and set to (mg/dl). Customers and retailers have been informed through the fa16may2006 letter.

Event description:
Customer reported receiving an error 4 when inserting a test strips into their freestyle flash blood glucose monitoring system. During returned product testing, it was then identified that the meter was confirmed to exhibit the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.